Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/01/2020 additional information: d10, h6 additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported:""the operation time was extended within 30 minutes"" please clarify: were there any unexpected outcomes or complications as a result of the prolonged surgery time (30 min)? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? =>no further information is available. Patient's condition? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Lot number? O further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle broke. No pieces fell into the patient, and the broken needle tip has been retrieved. The operation time was extended within 30 minutes. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.